Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and it was reported the aortic neck continued to dilate and currently measures 4 cm in diameter causing the stent graft slip down. It was reported that the pt was lost to follow-up and recently returned for evaluation when the stent graft migration was discovered on a CT scan. No add'l clinical sequelae were reported and treatment plans are underway.